Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The reported issue was due to endoscope bearing friction. The endoscope was found to have a damaged sapphire distal window. The endoscope failed the transmittance test. A review of the instrument log for the endoscope (470057-06/(B)(4)) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2022 . No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was observed to rotate on its own. A spare endoscope was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.